Event description:
It was reported that the device tried to run a functional test, and was not recognizing the cassette, as it kept saying "cassette was not attached." The event happened upon power on, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the downstream occlusion (dso) sensor was damaged. The investigation determined that the pump's dso sensor was the cause of the reported issue. The dso sensor was replaced.